Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1200 serial #: (B)(4) description: precision montage MRI ipg sterile kit model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient had dura puncture during the previous revision procedure. Blood patch was given and spinal headache was noted.